Manufacturer narrative:
One awl, tapered, 3.8mm was received for evaluation and a visual inspection confirmed that the awl handle was broken. The handle knob, which should be black, was discolored. The state of the device infers that incorrect cleaning and sterilization methods were employed in the maintenance of the device. These incompatible methods would cause the discoloration and disintegration of the handle, making the device brittle and shattering upon use. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.(B)(4).

Event description:
During a rotator cuff repair the 3.8 mm dilated awl handle broke while tapping. The broken pieces of the awl handle reportedly got into patient¿s surgical site and removal surgery was performed. The surgeon expressed concern that the small particles and dust from the breakage of the handle might have remained in patient¿s body.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).